Manufacturer narrative:
Initial MDR submission with device evaluation. It was reported the packaging was not sealed. To aid in the investigation, forty-two samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed. Ten of the forty-two packaging blisters have one side unsealed. On these samples, the packaging blister top web is approximately 1/8" shorter than the bottom web. No other defects or imperfections were observed. This defect could occur if the packaging blister top web was not centered. A device history record review was completed for provided material number 302830, lot 4192827. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 302830 batch # 4192827. It was reported by customer that the bd 20ml syringe ref# 302830 lot# 4192827 packaging not being sealed, resulting in an unsterile product. We have an escalation of the bd 20ml syringe ref# 302830 lot# 4192827 packaging not being sealed, resulting in an unsterile product in several locations throughout our system.